Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had both implant batteries replaced with percept devices. The patient said they think they also had a lead replaced.